Event description:
Customer reported the device suddenly turned off during initial use on a patient. No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were found. Functional testing was performed and the unit failed the dielectric withstand hi-pot test. It was found that the temperature does not reach up to 22.5 c degrees. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint was confirmed. Based on the technical evaluation of the sample, the heater cartridge is incorrectly assembled. One of the terminal components is in a short circuit, which caused damage to the control card. The root cause is listed as manufacturing - assembly. Personnel at the manufacturing facility have been retrained on the applicable procedure.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device suddenly turned off during initial use on a patient. No patient harm or injury reported. Patient condition reported as "fine".